Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited a drop a larger than normal drop in battery longevity in between follow-up appointments. Review of the device data indicated there was a power consumption increase that appears to be correlated with the atrial fibrillation burden. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.